Event description:
It was reported that a patient underwent a balloon kyphoplasty at l1 using a bipedicular approach. Immediately post-op, the patient complained of severe pain in the l1 area and was taken to the ICU, according to the report. After a series of x-rays and CT scans, the patient was subsequently diagnosed with a "spinal hemangioma" at the l1 level. There are no plans for revision surgery at this time. No other patient complications were reported.

Manufacturer narrative:
(B)(4). Radiology film interpretation: "MRI is reviewed post-l1 kyphoplasty. Date noted on films is (B)(6) 2005. Report date is (B)(6) 2012. Previous vertebroplasty at t11 shows minimal perivertebral cement leakage. Cement at l1 is well positioned. Study quality is poor but suggests spinal canal filling defect in both thoracic and lumbar areas consistent with epidural hemorrhage. Dural sac is compressed." Root cause is "inconclusive".